Event description:
Patient revised for pain, found screw was fractured.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all the provided part and lot number combinations. Lelocle, the manufacturing facility, reviewed the device history records for all the reported part and lot number combinations and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.